Event description:
Medtronic physio-control is investigating reports of the occurrence of fault code 9801 in several devices. The fault code indicates that charging of the defib capacitor is not starting as quickly as expected once the charge mode is entered. If the fault code occurs during clinical use, device power must be cycled to attempt recovery and restore proper operation. There have been no reports of adverse affects to patient care as a result of the reported anomaly.